Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, the pump powered on properly with the display functioning properly. There was corrosion observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. Unrelated to the original complaint, the cartridge compartment was found to be chipped. The cartridge cap was still able to attach securely.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.